Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding the spinning spiros, closed male luer, alleging a disconnection of the device during patient use. It was reported that they are experiencing disconnections of the spiros from the bd tubing they are using during infusion. Disconnection occurs at the end of the set, where the tubing connects to the spiros, pushing apart. Tried to use tape and coban wrap to help secure, and it still would disconnect and leak. The event occurred to a toddler; it disconnected 10-15 times over the course of a 30-day treatment. The event occurred during treatment with the same medication, obinutuzumab. There was no patient harm, and there was a delay in therapy.